Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that unspecified bd¿ needle separated from the syringe. This was discovered before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the needle came off of the syringe when loading the cartridge. Description of issue: contact reported when loading cartridge the needle came off of the syringe and insulin was lost. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer was able to resume insulin after loading cartridge successfully. Cts to goodwill replacement supplies to offset the cost of the insulin lost, to maintain customer satisfaction. Contact acknowledged.